Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An administrator reported that during a cataract extraction with intraocular lens implant procedure aspiration was not working properly on the handpiece. The intraocular lens fell into the back of the eye upon insertion. The surgeon consulted a retinal specialist and was advised to close the eye. The pt was referred then to the retinal specialist. The pt will need a second procedure to remove the intraocular lens from the back of the eye. Additional info has been requested, but none has been received to date.